Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the returned device revealed lifted hybrid bond wires. (B)(4)

Event description:
It was reported that the battery of the implantable pulse generator (ipg) stopped working and the patient is dependent. With no more pacing from the ipg the patient became weak and was hospitalized. The device was explanted and replaced. No further patient complications have been reported as a result of this event.